Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the radiolucency beneath the tibial plate on the imaging provided, the unstable fibula fracture, infection, micromotion and separation around the cement with an unstable tibia beneath the baseplate likely contributed to the reported joint laxity. The patient impact beyond the reported revision secondary to laxity and planned/pending insert exchange could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the medical investigation, some potential probable causes of this event could include bone fracture or device fixation failure. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Reports related to same event: 1020279-2019-04052, 1020279-2019-04054, 1020279-2019-04055.

Event description:
It was reported that revision surgery was performed due to patient suffering from infection and joint laxity.